Event description:
The doctor reported the implant was removed due to loss of osseointegration, 4 years and 4 months after implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was moderate. Peri-implantitis was observed during the implant removal surgery. The patient has since recovered.